Event description:
It was reported that a peritoneal dialysis (pd) home patient (hp) who performs pd therapy on a homechoice (hc) device experienced a hernia. The hp contacted baxter technical service due to a technical request and stated she is having surgery tomorrow for a hernia (type unspecified). On an unreported date, the patient was diagnosed with the hernia after starting on pd therapy. There were no reports of any overfill events. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4) - a device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the device with this serial number. A service history review will be performed.  If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A service history review of the device was performed and revealed no malfunctions or failures that could have caused or contributed to the reported hernia. The cause of the reported hernia could not be determined with the available information. As the device was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted.